Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's cpu board and reloading the software. System was calibrated and safety tested to factory's specifications.